Event description:
The pca pump had been loaded. When the nurse attempted to program the pump, she had to lock and unlock the door. The door/lock then got stuck. She was unable to program pump or open the door of the pump to retrieve the medication. Door had to be forced open to retrieve medication. The pump was unprogrammable. Pump was taken out of service and sent to biomed.